Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6), 2023. The patient was placed on an anticoagulant regimen. Post index procedure on (B)(6) 2024, a device related thrombus was discovered on transesophageal echocardiogram (tee) imaging necessitating a medication intervention of remaining on triple antiplatelet therapy. Despite computed tomography (CT) imaging on january 7, 2024, and march 10, 2024, the thrombus persists. The physicians plan to repeat CT imaging again in 3 months. No further patient complications were reported.